Event description:
The facility representative contacted a technical service representative to report a colleague infusion pump with a constant beep; this condition had the potential to interrupt delivery. It is unknown when this event occurred. There were no reports of patient involvement, patient injury, medical intervention necessary, or adverse reaction in association with this event. The software version is currently unknown at this time. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the reported condition of a colleague infusion pump with a constant beep was confirmed during product evaluation. The root cause of this condition was assigned to disconnected speaker and inverter harnesses . The speaker harness and inverter harness was reconnected to correct this condition. A device history review was performed finding one exception during manufacturing; however, the pump was repaired, re-tested, and found to be performing as designed before release. A service history review revealed no previous service events were related to the reported condition. This is involving a pump with software version 5.04.00 which is categorized as unremediated.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.